Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-03187. Approximate age of device - 5 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 with sepsis and a pump pocket infection. The patient had received a previous pump exchange (B)(6) 2017 and after the exchange a drain was not placed in the patient and a hematoma developed in the pump pocket which led to an infection. The patient presented to the hospital with sepsis. Additional information was requested but was not provided.